Event description:
It was reported that the customer had a no delivery alarm on their insulin pump. The customer's blood glucose level was 170 mg/dl. Customer declined troubleshooting and changed the infusion set. Customer was advised that she should not use the insulin pump as she was advised before to revert back to her back-up plan as her replacement pump would arrive. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.